Event description:
Allegedly, patient was revised due to other reasons. (B)(4). Side: r. Primary asa: p2 - mild disease not incapacitating. Products not revised: advance primary femoral size 2 right nonporous product ID: kftcnp2r lot number: 10352430 advance ii cocr tibia base nonporous sz 2 standard product ID: ktccnp20 lot number: 17405021. (B)(6) reference no: (B)(4).